Manufacturer narrative:
This lead remains implanted, but was surgically abandoned. If this product is returned and analysis is completed, this report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high out of range pace impedance measurements. No additional adverse patient effects were reported.